Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was experiencing a blank display and low blood glucose. After blank display troubleshooting, the display returned. Her blood glucose was 56 mg/dl at the time of the incident and she treated with food, glucose tablets and ice cream. The customer stated that her current blood glucose is 161 mg/dl. The customer mentioned that the reservoir compartment is damaged and that she is unable to lock it into the pump. The insulin pump will be returning for analysis.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with normal operating currents and no unexpected low battery alarm or blank display noted. No cosmetic damage noted.